Event description:
A customer reported that there was a malfunction on the pump, specifically indicating malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer by providing pump reset information and helping them reset the pump.